Event description:
It was reported that the patient's leads were explanted on (B)(6) 2020.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-02091. It was reported that the patient's leads had migrated. X-rays confirmed that the lead had pulled completely out of the epidural space and were coiled around the ipg, causing discomfort. Surgical intervention is expected to resolve the issue.